Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during preparation, the gauge monitor of the device did not show any pressure. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the gauge needle was at 0atm. Functional analysis was carried out, and device was capable of achieving 10atm and holding this pressure for 30 seconds without issue. As the device was within all specifications, the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during preparation, the gauge monitor of the device did not show any pressure. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.